Manufacturer narrative:
The actual complaint product was not returned for evaluation. The sample was received without the original packaging; no lot number information was retrieved. There was no visible build-up inside the et tube or vent connector. The vent connector appeared to have openings. The balloon cuff and pilot balloon did not appear clogged or blocked. The reported event could not be confirmed. No root cause could be identified. All information reasonably known as of 24 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5, b7, d10. The product involved in the report has been returned and is being processed for evaluation. . The investigation remains in progress. All information reasonably known as of 15 jan 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 25-dec-2020 indicated the device was used by oral intubation. The tube was clogged and the patient had to be extubated and re-intubated by using a new device of the same model.

Manufacturer narrative:
(B)(4): no code available: reintubated. A review of the device history record is not possible as no lot number was provided. The sample is reported to be available, but has not yet been received by the manufacturer. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that "blood adhered to the distal end of the tube and the tube was occluded. Intubating a patient was needed again." No patient injury reported. Additional information has been requested but not yet received.